Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010. Evaluation summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope, syncope, and near seizures with pause events noted on telemetry. Non-capture was noted along with high thresholds, and the physician stated that the patient was known to have a history of high thresholds. Per the nurse, the patient's laboratory results were unremarkable. Rv (right ventricular) output was increased, the capture became consistent, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.